Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the analyzer had a damaged patient cable socket. The analyzer was to be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer had a damaged patient cable socket. The analyzer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.